Event description:
Customer purchased l/s ultra sensitive product. Complains that some product was dry. While other was heavy lubricated. Customer used one of the dry condoms and developed an irritation. Customer used monistat 7 for some relief prior to ob/gyn visit.